Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify compromised force sensor alarm and possible temporary vent blockage due to motor error alarms.

Event description:
The customer¿s mother reported via phone call that the insulin pump had priming and the insulin started came out fast. The customer¿s blood glucose level was 70 mg/dl. Customer stated that insulin continued to drip after motor stops during the manual prime process and customer was not wearing the insulin pump during priming. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.